Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Device evaluation: lens was returned with moisture, in vial. Visual inspection found one of the haptics torn/broken. Dimensional inspection found he overall length to be out of specification. Width verification could not be performed due to haptic broken. Functional inspection found the lens did not meet original values measured at the time of manufacturing. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -8.0/2.5/012 (sphere/cylinder/axis) was implanted vertically into the patient's left eye (os) on (B)(6)2024. The patient experienced excessive vault and refractive surprise. On (B)(6) 2024 the lens was exchanged with a shorter length lens of different axis and the problem resolved. Cause of event was reported as unknown.

Manufacturer narrative:
H6- device history record (DHR) review: based on the results of the investigation, the DHR review indicates that the product has not been manufactured within the established process parameters and that there is indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim # (B)(4).